Event description:
It was reported that following an explant procedure (related manufacturer report: 3006705815-2024-02173) the patient was noted to have an infection at the former ipg site and a hematoma. The patient's infection was reportedly treated with antibiotics and has since cleared. The patient's hematoma is being given time to resolve on its own. Additional intervention is currently undetermined.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.